Event description:
It was reported that the procedure was to treat a chronic totally occluded heavily tortuous, heavily calcified left anterior descending artery with a noted perforation. A 3.50x19mm rx graftmaster failed to cross the lesion due to anatomy. A 4x19mm rx graftmaster was used to successfully complete the procedure and seal the perforation. There was no adverse patient sequela or clinically significant delay. Additional information received from the account confirms that once the device was removed from the anatomy, it was noted that the stent implant had moved distally from the original crimp position. Also, the hypotube separation occurred during device return packaging. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a chronic totally occluded heavily tortuous, heavily calcified left anterior descending artery with a noted perforation. A 3.50x19mm rx graftmaster failed to cross the lesion due to anatomy. A 4x19mm rx graftmaster was used to successfully complete the procedure and seal the perforation. There was no adverse patient sequela or clinically significant delay. No additional information was provided.